Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found no ice block with an empty ice block icon. The compressor was off. The technician turned the compressor on and after 45 minutes the compressor turned off, displaying a full ice block icon with no ice. The controlboard was replaced and the unit was put thru an ice block calibration. The unit passed all functional and safety tests per factory specifications. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
According to the customer: it was reported that the hcu30 did not make enough ice. Additional information: there was no patient involved reported. (B)(4).